Event description:
Customer reportedly rec'd results of 263 mg/dl on the advantage system and 115 mg/dl on professional's device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.